Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with restorelle direct fix a mesh. Later the pt experienced mesh erosion, 2 tacking devices protruding through apical vaginal wall, secondary prolapse and grade 3 crystocele. A revision and removal of the mesh, sacrospinous ligament suspended, anterior colporrhaphy and cystoscopy were performed.